Event description:
During the prepping of an aviator plus, it was reported that the physician found water leakage, it is unknown the exact position of where in the device the leakage is. The device was changed to another same like product. No adverse event on the patient. No anomalies were noted when the device was taken out of the package and the product was not resterilized. The device was prepped following IFU instructions. The intended procedure was percutaneous coronary intervention (pci).

Manufacturer narrative:
The patient's gender is unknown. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during the prepping of an aviator plus, it was reported that the physician found water leakage, it is unknown the exact position of where in the device the leakage occurred. The device was changed to another like product. No adverse event to the patient. No anomalies were noted when the device was taken out of the package and the product was not resterilized. The device was prepped following IFU instructions. The intended procedure was percutaneous coronary intervention (pci). One non sterile catheter aviator plus 7.0mm x 30.0mm was received coiled inside a plastic bag. The balloon was not inflated. A kink was observed at 26.ocm from distal tip end. No other anomalies were observed in the returned device. Leak test was performed and no leakage was observed in the pta system, however the balloon could not be inflated due to kink obstructing in the inflation lumen. Review of lot 15940989 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The ¿pta system leakage¿ reported by the customer was not confirmed since no leakage was observed during functional analysis of the returned device. The exact cause of the difficulty and contributing factors could not be determined. The device was noted to be kinked impeding balloon inflation upon receipt for analysis. The condition was not noted by the customer and may have occurred during handling and shipping for device return. Neither the product analysis nor the DHR suggests that the difficulty experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.